Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.device not returned.

Event description:
The literature reported hst iii system deployment failure/malfunction, and a spare device was not available. The authors had to act expeditiously to perform the proximal anastomoses and proceed with the case. Hemostasis was maintained with digital pressure while evaluating options, following which the decision was made to use the enclose ii proximal anastomotic device and perform the saphenous vein graft anastomosis to the aorta. There has been no harm to the patient/no indication of actual or potential for harm or death.

Manufacturer narrative:
(B)(4). No device was reported, therefore a lot history review is unavailable as there was no event date or event site reported.

Event description:
N/a.